Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Stent dislodgment was confirmed. Based on visual and dimensional analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: prior to use, verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. In this case, the reported IFU deviation did not cause or contribute to the complaint.

Event description:
It was reported that during preparation of the 2.5x23 mm xience xpedition stent delivery system (sds), when the protective sheath and stylet were removed, the stent dislodged from the balloon and was later found stuck in the end of the sheath. This was not noticed until after the sds had been advanced to the lesion and inflated. On angiography it was observed that there was no stent on the balloon. The sds was retracted from the patient without issue and a new xience xpedition was used to complete the case. There was no resistance felt during removal of the stylet and protective sheath from the balloon and stent. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - failure to follow steps/instructions (failure to inspect stent implant prior to use) the device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.